Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage/ device breakage') in an adult female patient who had essure (batch no. 761438) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included alcohol dependence syndrome, depressive disorder, generalized anxiety disorder, parity 3 and vaginal delivery. Previously administered products included for birth control: mirena from (B)(6) 2008 to 2010. Concurrent conditions included tubal ligation, suicidal ideation, irregular periods, uterine fibroid, cramp in lower abdomen, iron deficiency anemia, paratubal cyst, bloating, bacterial vaginosis, tubal ligation and adenomyosis. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain/ pain"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (menorrhagia)"), fatigue ("fatigue/ fatigue"), alopecia ("hair loss/ hair loss"), migraine ("migraine/ migraines / headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), nausea ("nausea") and abdominal pain upper ("upper abdomen pain") and was found to have weight increased ("weight gain/ weight gain"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, pelvic pain, abdominal pain, menorrhagia, vaginal haemorrhage, nausea and abdominal pain upper outcome was unknown and the fatigue, weight increased, alopecia and migraine had resolved. The reporter considered abdominal pain, abdominal pain upper, alopecia, device breakage, fatigue, menorrhagia, migraine, nausea, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in essure implant date (B)(6) 2011 (previously reported) and (B)(6) 2011. Plaintiff received treatment for pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding), breakage. Discrepancy noted in plaintiff date of birth (B)(6). On the right hand side six coils were noted, and on the left hand side four coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion; on (B)(6) 2018: ensure wires are noted bilaterally. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain and menorrhagia most recent follow-up information incorporated above includes: on 18-sep-2019: plaintiff fact sheet received. Event injury was updated to events: pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding), breakage, fatigue, weight gain, hair loss and migraine. Essure explant date was updated. Outcome for events fatigue, weight gain, hair loss and migraine were resolved. On 20-sep-2019: plaintiff fact sheet and medical records were received. Events per pfs: abnormal bleeding (vaginal), nausea and upper abdomen pain. Lot number, medical history and concurrent condition were added. On 27-sep-2019: fu2, fu3 & fu4 were processed together. Plaintiff fact sheet and medical records were received. Concurrent condition added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage/ device breakage') in an adult female patient who had essure (batch no. 761438) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included alcohol dependence syndrome, depressive disorder, generalized anxiety disorder, parity 3 and multigravida. Previously administered products included for birth control: mirena from (B)(6) 2008 to 2010. Concurrent conditions included tubal ligation, suicidal ideation, irregular periods, uterine fibroid, cramp in lower abdomen, iron deficiency anemia, paratubal cyst, bloating, bacterial vaginosis, tubal ligation and adenomyosis. On(B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain/ pain"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (menorrhagia)"), fatigue ("fatigue/ fatigue"), alopecia ("hair loss/ hair loss"), migraine ("migraine/ migraines / headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), nausea ("nausea") and abdominal pain upper ("upper abdomen pain") and was found to have weight increased ("weight gain/ weight gain"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, pelvic pain, abdominal pain, menorrhagia, vaginal haemorrhage, nausea and abdominal pain upper outcome was unknown and the fatigue, weight increased, alopecia and migraine had resolved. The reporter considered abdominal pain, abdominal pain upper, alopecia, device breakage, fatigue, menorrhagia, migraine, nausea, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in essure implant date (B)(6) 2011 (previously reported) and (B)(6) 2011. Plaintiff received treatment for pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding), breakage. Discrepancy noted in plaintiff date of birth (B)(6) 1980 and (B)(6) 1977. On the right hand side six coils were noted, and on the left hand side four coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion; on (B)(6) 2018: ensure wires are noted bilaterally. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain and menorrhagia . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-oct-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.